Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a chipped and cracked case as well as a dented screen. Technical visual inspection identified that the keypad overlay was bad, the right-side plunger was cracked, the barrel clamp assembly was bad. Additionally, the software was set at 4.1.5. Device evaluation confirmed the reported issue. The syringe pump right side plunger, syringe pump barrel clamp, and syringe pump keypad overlay membrane were replaced. The circuit boards were inspected. The device was calibrated. The alarm, battery, display, force, keypad, lock switch, patient side occlusion, rate accuracy, self-test/power, syringe size sensor were all tested and passed. The root cause was determined to be the faulty barrel clamp and keypad overlay. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device would not recognize monojet or bd syringes. There was patient harm reported. No additional is information available.